Event description:
The customer reported having used the bronchovideoscope on 8 of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. This report is for patient #5. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This complaint is related to patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. This complaint is related to 9610595-2025-09984. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 11, 2025. Sampling from: instrument channel. Cfu: 38 cfu. Bacterial identification: pseudomonas aponica, sutcliffiella horikoshii, bacillus cereusl, stenotrophomonas maltophilia, staphylococcus hominis. Sampling date: jun 12, 2025. Sampling from: instrument channel. Cfu: 3cfu. Bacterial identification: staphylococcus epidermidis, filamentous fungi, bacillus species. Sampling date: jul 09, 2025. Sampling from: instrument channel. Cfu: 10 cfu. Bacterial identification: priestia sp, sutcliffiella, horikoshii, cytobacillus sp. Based on the results of the investigation, a root cause could not be determined. Device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.